Manufacturer narrative:
H4: the device was manufactured from october 4, 2019 - october 7, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that fluid was contained within the device bladder; however, due to the nature of the sample, the reported condition of no flow could not be tested from the photograph. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) failed to infuse during a patient infusion. The device had been filled with 130 ml fluorouracil. The device was connected to the patient and 2 days later when the patient returned to the clinic for disconnection, it was noted that the device did not infuse. Upon disconnection, it was observed the drug did not flow out of the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.